Event description:
A health care professional (hcp) reported that the treatment time differs significantly between prs 500 and intrabeam 600 at her site when surface applicators were applied. On-site investigation from zeiss team showed that she applied the wrong formula to the dose calculation. The dose calculation example shown in the IFU v3.1 is different from that in IFU v5.2. Basically, the hcp misused the parameters in IFU v5.2 and applied wrongly in the formula in IFU v3.1. As a result, potentially the patients who were treated with the surface applicators were given with wrong doses in the past four years.

Manufacturer narrative:
The investigation of the error showed that there was a mixing of the calculations according to the old procedure (water tank calibration on site) and the new procedure (calibration of the applicator by the manufacturer with sending the data sheet to the customer). While a training on the new procedure by means of the data sheet took place at the customer, the customer also had the old version of the IFU with the water tank procedure. The customer carried out the calculations of the application time according to the old procedure and used the values from the data sheet for this purpose. This resulted in incorrect doses given to a unknown number of patients in the last 5 years from 60% less dose as planned to 200% more dose as planned. The calculation paths and information to be used are clearly described in both ifus. If one follows the older version of the IFU with the determination of the constants in the water tank or the new version of the IFU with the use of the constants from the data sheet, one always obtains the correct irradiation time and, as a result, the correct dose. Mixing the two calculation methods is not described or intended and is also not trained or recommended by zeiss.